Manufacturer narrative:
Evaluation: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens, but it looked like the lens was tearing as it was advancing through the cartridge, so it was decided to use another lens. There was no patient contact.